Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: no product was returned. Batch nor serial number provided. A review of the device quality and manufacturing history records was not possible. Conclusion- failure is possible related to insufficient usage. Rationale - it is very important to ensure that the occlusion of the aneurysm or vessel is achieved and that the clip sits correctly on the aneurysm neck during and after the implantation and sits tight on the blood vessel. According to the IFU, the instructions must be used to avoid damage or a failure of the implant.

Event description:
It was reported that there was postoperative slippage of a yasargil aneurysm clip. The initial surgery and implantation of the clip occurred on (B)(6) 2009. It was noted that another manufacturer's clip had also been used near the yasargil clip. On (B)(6) 2009, the slip-out occurred. Limited information was provided, but additional data has been requested.